Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported complete rupture to right side device. Device has been explanted.

Event description:
Healthcare professional reported complete rupture to right side device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified device underweight and broken shell. A visual and microscopic analysis was performed which identified striated broken on radius and missing shell. Based on the device analysis, the final assessment is a striated broken on radius assessed as surgical damage consistent in the use of some surgical tool and missing shell assessed as inconclusive.